Manufacturer narrative:
The initial MDR 2247117-2017-00026 was filed on february 24, 2017. Corrected information (02/28/2017): the discordant results were obtained on an immulite 2000 instrument. However, the discordant results were obtained on an immulite 2000 xpi instrument. Corrected information (02/02/2017): there were discordant, falsely elevated free t3 results which were not included in the initial MDR.

Event description:
The customer obtained discordant, falsely elevated free triiodothyronine (free t3) results on multiple patient samples on an immulite 2000 xpi instrument. Additionally, discordant, falsely low thyroid stimulating hormone (tsh) results were obtained on two patient samples. The discordant free t3 results were reported to the physician(s), who questioned them. It is unknown if the discordant tsh results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower for free t3 and higher for tsh. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated free t3 and falsely low tsh results.

Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls were within acceptable range. The cause of the discordant, falsely elevated free t3 and falsely low tsh results on multiple patient samples is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant, falsely elevated free triiodothyronine (free t3) results on multiple patient samples on an immulite 2000 instrument. Additionally, discordant, falsely low thyroid stimulating hormone (tsh) results were obtained on two patient samples. The discordant free t3 results were reported to the physician(s), who questioned them. It is unknown if the discordant tsh results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower for free t3 and higher for tsh. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated free t3 and falsely low tsh results.

Manufacturer narrative:
The initial MDR 2247117-2017-00026 was filed on february 24, 2017. The first supplemental MDR 2247117-2017-00026_s1 was filed on february 28, 2017. The second supplemental MDR 2247117-2017-00026_s2 was filed on march 30, 2017. The third supplemental MDR 2247117-2017-00026_s3 was filed on april 3, 2017. Additional information (07/17/2017): a siemens headquarters support center specialist analyzed the event could not determine the cause of the discordant, falsely elevated free triiodothyronine and falsely low thyroid stimulating hormone results on multiple patient samples.

Manufacturer narrative:
The initial MDR 2247117-2017-00019 was filed on february 21, 2017. The first supplemental MDR 2247117-2017-00019_s1 was filed on february 23, 2017. Additional information (03/06/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc specialist stated that there is a direct correlation between the counts per second (cps) and the result value for the calcitonin assay. For example, a high cps value will lead to a high result value. The hsc specialist stated that contamination would increase the cps for a sample and may have been the contributing factor in this case as the initial elevated results were considered to be the discordant results. The cause of the discordant, falsely elevated calcitonin results on three patient samples is unknown.

Manufacturer narrative:
The initial MDR 2247117-2017-00026 was filed on february 24, 2017. The first supplemental MDR 2247117-2017-00026_s1 was filed on february 28, 2017. The second supplemental MDR 2247117-2017-00026_s2 was filed on march 30, 2017. Additional information (03/07/2017): a siemens customer service engineer (cse) was dispatched to the customer site. The cse disassembled and cleaned the wash station and checked fluidics tube connectors. No air bubbles were detected. The cse then verified substrate and water pump volumes and changed the water in the distilled water container. The cse ran a water test, which was acceptable. During a follow-up visit the cse changed the distilled water again and changed the fluid filters for the probe wash and distilled water. No bubbles were detected. Quality controls were run, which were out of specifications. The customer moved thyroid panel testing on a different platform. The cause of the discordant, falsely elevated free t3 and falsely low tsh results on multiple patient samples is unknown. Siemens is investigating the issue. Corrected information (04/03/2017): second supplemental MDR 2247117-2017-00019_s2 was filed inadvertently as 2247117-2017-00026_s2 on march 30, 2017. The information provided in 2247117-2017-00026_s2 truly belongs to 2247117-2017-00019.